Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not accessible. A technical support specialist (tss) checked the employee¿s override permissions and confirmed that the user only had access to emergency items while general item access was required. The user acknowledged the finding, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, item was not accessible. The user was not able to add item to patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.